Event description:
Caller reported a malfunction on the pump, specifically a malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, which successfully resolved the issue without any recurrence of the malfunction code. Customer was advised to continue using the pump and to contact support if the issue reappears.